Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped with a patient injury on an unspecified date. Additional information received on 29may2019 indicated that the surgeon reported that the locking circle handle was very loose and the device flipped back and fourth pretty freely. The date of the event was unknown. There was no patient contact and injury noted. The issue was found before the procedure. There was a 5-minute surgery delay with no impact to the patient. Anther head clamp was obtained. The unspecified procedure was completed with no problem.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. A DHR review could not be performed as lot or serial number were not provided. The reported complaint was not confirmed. Failure analysis to identify root cause performed was unable to reproduce the reported condition.